Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized for approximately one week for the peritonitis event. It was not reported if the patient received treatment for this peritonitis event. At the time of this report, the patient outcome and the action take with pd therapy were not reported. No additional information is available.